Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of a combination of the dislocation and the humeral liner disassociation. It is unclear if the dislocation allowed for the humeral liner to disassociate or if the humeral liner disassociation led to the dislocation, which may have been the result of bone impingement and/or the report of the patient throwing an apple. *no information provided in the following section(s): a4, a5, b6, b7, d6, g8, h4, h7, h9.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): equinoxe reverse 42mm humeral liner +0 (cat# 320-42-00).

Event description:
This (B)(6) male patient¿s humeral liner and glenosphere were revised on (B)(6) 2019, due to a dislocation. Reportedly, the patient was throwing an apple and his shoulder dislocated. During the revision, the humeral liner was found disassociated from the humeral tray. A thicker humeral liner was chosen and changed to a 42 expanded glenosphere. The patient was last known to be in stable condition following the event. All available information has been received.